Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank screen. He replaced the battery twice and the insulin pump still had a blank display. Customer's blood glucose level was 485 mg/dl. The display returned after troubleshooting and self-test passed. The device was not returned.